Event description:
It was reported that during an axillary exploration the device trigger would not release - device always on. Another device was used to complete the procedure. There was no event and no pt injury. Add'l info regarding the pt and the procedure was requested, but no add'l info was provided.

Manufacturer narrative:
Final device eval found that the device was returned in good visual condition. Upon eval, the device was tested for functionality. It was found that the max button would not release did continue running. It was noted that the two halves of the max button were not fully and evenly pressed together. The device history record was reviewed and no discrepancies were noted. As each device is visually and functionally tested prior to release, no conclusion could be made regarding what caused the reported event.